Event description:
Information was received from a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day), clonidine (n/a mcg/ml at n/a mcg/day), dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day), and bupivacaine (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that patient stated they had good pain relief from the pump for 11 years, until sometime before covid  when the pump didn't seem like it was doing anything. Patient stated they were on 11mg, then 14mg, then 'the max of morphine ns they change physician in 2019. Patient had dilaudid, bupivacaine, and clonidine in their pump but stated the new physician wouldn't turn it up. Patient mentioned they would do pump refills in the hospital every 2 months and they would write pump refill printouts only by hand. The pain relief continued to happen, and patient wasn't feeling good, so the physician put him on pregabalin and patient stomach started to get bigger. At the end of 2020, patient  saw him and did a drug test. 12 days later, the nurse said patient failed the drug screen with trace elements of cocaine. The waited 14 days to inform the patient. Then patient was discharged by their primary provider and ask patient to go to the emergency room (ER) right before patient saw another physician in 2021, but nobody would respond, and that's why the pump went dry. The provider refilled the oral medication but 'the (oral) pain medication haven't been acting said patient. Pump test was done before covid. Patient mentioned  there was something going on there and  don't have the energy to sue. Patient was so sick and  was escalated throughout the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore this event did not meet the meet the reporting requirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.